Event description:
Lad stent to be placed s/p diagnostic coronary angiogram. Small injection of contrast to visualize catheter tip. Injection stopped because air was seen in the ascending aorta. Pictures taken of l coronary system and massive air embolism into the l coronary system identified. Air origin unclear but report generated for patient safety.